Event description:
It was reported that during a stenting treatment procedure, a stent moved on the balloon. The target lesion was located in the moderately calcified mesenteric and celiac arteries. After a 7fr non-bsc sheath and .035 guide wire were placed a 6.0mm x 20mm x 75cm express ld iliac / biliary stent was advanced to the target lesion. The physician retracted the stent and upon inspection outside the patient, it was noted that half of the stent moved off the balloon. The procedure was completed with the implant of another of the same 6.0mm x 20mm x 75cm express ld iliac / biliary stent. No patient complications were reported. Patient¿s status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).